Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer immediately performed an additional three (3) tests using the same meter and strips getting results of 199 mg/dl and then three (3) "hi" readings. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.